Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lx107 device was returned with the handle coating damaged, and nonfunctional as the jaws were misaligned. Functional test was performed on two clips, it were loaded and retained as intended, but due to the damaged jaws, the clip formation was not proper. The certificate records are accessible through external manufacturing. It is possible that the damaged was due to an improper handling of the device. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear because of normal use. A regular and precise visual check of the instrument should be made before each use.

Event description:
It was reported that there is a sharp burr on one of the tips of the jaws. No patient involvement occurred.